Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to high bipolar pacing impedances greater than 3000 ohms. Unipolar impedances were within normal range. An x-ray identified an issue near the clavicle. The patient was hospitalized as a result of the revision. It was reported that there were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Resistance testing found the lead was not electrically continuous. Detailed analysis and x- ray confirmed that the outer conductor coil had a break approximately 30 cm from the terminal pin, and that the helix was stretched. The fracture occurred near the clavicle region of the lead likely due to high stress, which led to the reported observations of high pacing impedances.